Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 151,520 joules. Per the customer, the fiber cap was not retrieved. The first fiber used in the procedure was reported in MFR report number 2937094-2011-02409.